Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation analysis: a polaris ultra stent was returned for analysis. A visual evaluation of the returned device, found that the proximal section of the stent was damaged (shaft broken at proximal section). The unit returned has residues indicating use and handling. The suture of the device was not present and was not returned for inspection. No other issue was noted. Based on product analysis, it is possible that the way that the device was handled and manipulated may have contributed to the failure found (stent shaft broken). The damage noted is consistent with one caused when the product is being pulled with excess force; this may cause damage or deformities. Therefore, the most probable root cause of this complaint is "adverse event related to procedure" since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was unpacked for use for a procedure. The event date was not reported. According to the complainant, during preparation, it was noticed that the pigtail was torn. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent shaft broken.